Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a speaker failure error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a speaker failure error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. There was no harm or injury reported. The report needs to be corrected to state that a trilogy 100 ventilator was returned to a third-party service center for service. The third-party service technician states that two speaker failure error codes were found in the device's error log. There is no documentation of what needs to be replaced to address the issue. At this time, a final report is being submitted. If new information becomes available, a supplemental report will be completed with additional evaluation details. Additionally, the become aware date has been updated to reflect 01/03/2024. The become aware date field, report source field, device eval. By mfg field, reason device not eval field, and section h coding fields have been updated.